Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns pt had high lead impedance with systems and normal mode diagnostics at an office visit, and a lead fracture was suspected. No trauma or device manipulation was admitted. The vns was disabled and surgery was planned. No x-rays were to be performed. The pt later had vns lead and generator revision surgery. Attempts for return of the explanted devices are in progress.